Manufacturer narrative:
(B)(4) device evaluation: no product has been returned at this time. If the product is returned at a later date, the investigation will be performed and the notification will be updated. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of a suspected leak is not confirmed. No product has been returned at this time. The cause of the original complaint is undetermined.

Event description:
It was reported via a hot line call. The (rn) registered nurse in the (ICU)intensive care unit called to troubleshoot constant helium loss alarms. The (iab) intra- aortic balloon catheter was inserted via the patient's right femoral artery. The rn stated, they are occurring every 30 seconds. There is no blood in the tubing, and there are no noted kinks or leaks. No adipose tissue at the insertion site. Patient is stable just received post op. Heartrate-104 rhythm normal. Pumping attempted in 1:2 with no change. Per the rn they have already changed out the machine with no change in alarm or frequency. The rn stated that they had no alarms prior to surgery, and she was told the alarms started after coming off bypass. The rn stated they had bypassed alarms in the (or)operating room, but they turned the alarms back on in the unit. The pump had been achieving the goals of therapy with no other alarms prior to this. The (css) clinical support specialist discussed the leak test with the rn and then walked her through performing a leak test. The catheter failed the test. The css explained this result to the rn and that the recommendation is removal. The rn told the css that the surgeon may not want to remove it due to bleeding. The css explained all potential issues with leaving the iab in place including catheter entrapment. The rn agreed she would notify the doctor as soon as possible and make him aware of the situation and recommendations. The css gave the rn her direct number and asked that she call the css back with the outcome and any additional questions or problems the css spoke with the rn several times. They are working on getting the blood coagulation (ptt)partial thromboplastin time in normal range prior to removal. The doctor is aware of all risks with continuing to pump until that time. At 1950est.-the rn called to say the iab was removed without complications, the patient is stable. The doctor chose not to reinsert another iab as the patient is currently stable. Length of time prior to the event is 4 days.

Event description:
It was reported via a hot line call. The (rn) registered nurse in the (ICU)intensive care unit called to troubleshoot constant helium loss alarms. The (iab) intra- aortic balloon catheter was inserted via the patient's right femoral artery. The rn stated, they are occurring every 30 seconds. There is no blood in the tubing, and there are no noted kinks or leaks. No adipose tissue at the insertion site. Patient is stable just received post op. Heartrate-104 rhythm normal. Pumping attempted in 1:2 with no change. Per the rn they have already changed out the machine with no change in alarm or frequency. The rn stated that they had no alarms prior to surgery, and she was told the alarms started after coming off bypass. The rn stated they had bypassed alarms in the (or)operating room, but they turned the alarms back on in the unit. The pump had been achieving the goals of therapy with no other alarms prior to this. The (css) clinical support specialist discussed the leak test with the rn and then walked her through performing a leak test. The catheter failed the test. The css explained this result to the rn and that the recommendation is removal. The rn told the css that the surgeon may not want to remove it due to bleeding. The css explained all potential issues with leaving the iab in place including catheter entrapment. The rn agreed she would notify the doctor as soon as possible and make him aware of the situation and recommendations. The css gave the rn her direct number and asked that she call the css back with the outcome and any additional questions or problems the css spoke with the rn several times. They are working on getting the blood coagulation (ptt)partial thromboplastin time in normal range prior to removal. The doctor is aware of all risks with continuing to pump until that time. 1950est.-the rn called to say the iab was removed without complications, the patient is stable. The doctor chose not to reinsert another iab as the patient is currently stable. Length of time prior to the event is 4 days.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: returned for evaluation was a 40cc 8.0fr fos iab. Blood was noted on the outside of the membrane, but not within. The bladder membrane was fully unwrapped. The distal end of the teflon sheath was located approximately 43.5cm from the distal tip of the catheter. No kinks, damage, or abnormalities were noted with the catheter. The fos connector and cal key were examined. The gray fos connecter was properly seated in the housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined and no damage was noted. The cal key was intact. The bladder thickness was measured at various locations and was within specification. The cal key and fos were connected to the iabp. The cal key and fos were recognized. The fos displayed an "ok" status. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The iab was submerged in water and leak tested. A leak was immediately noticeable. The unit failed leak test. Under microscopic inspection, a puncture consistent with damage from a sharp was noted approximately 6.0cm from the distal tip. See other remarks section for device evaluation continuation. Other remarks: a device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of leak suspected is confirmed. The catheter failed leak test, and a puncture consistent with damage from a sharp was found on the bladder membrane. The root cause of the damage is undetermined.

Event description:
It was reported via a hot line call. The (rn) registered nurse in the (ICU)intensive care unit called to troubleshoot constant helium loss alarms. The (iab) intra- aortic balloon catheter was inserted via the patient's right femoral artery. The rn stated, they are occurring every 30 seconds. There is no blood in the tubing, and there are no noted kinks or leaks. No adipose tissue at the insertion site. Patient is stable just received post op. Heartrate-104 rhythm normal. Pumping attempted in 1:2 with no change. Per the rn they have already changed out the machine with no change in alarm or frequency. The rn stated that they had no alarms prior to surgery, and she was told the alarms started after coming off bypass. The rn stated they had bypassed alarms in the (or)operating room, but they turned the alarms back on in the unit. The pump had been achieving the goals of therapy with no other alarms prior to this. The (css) clinical support specialist discussed the leak test with the rn and then walked her through performing a leak test. The catheter failed the test. The css explained this result to the rn and that the recommendation is removal. The rn told the css that the surgeon may not want to remove it due to bleeding. The css explained all potential issues with leaving the iab in place including catheter entrapment. The rn agreed she would notify the doctor as soon as possible and make him aware of the situation and recommendations. The css gave the rn her direct number and asked that she call the css back with the outcome and any additional questions or problems the css spoke with the rn several times. They are working on getting the blood coagulation (ptt)partial thromboplastin time in normal range prior to removal. The doctor is aware of all risks with continuing to pump until that time. 1950est.-the rn called to say the iab was removed without complications, the patient is stable. The doctor chose not to reinsert another iab as the patient is currently stable. Length of time prior to the event is 4 days.

Manufacturer narrative:
Qn#(B)(4).